Event description:
The lay user/patient contacted lifescan alleging the meter has a rainbow color mark in the middle of the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed error codes cf06 and cf08. No other details regarding the nature of the event were provided. As a result, an alternate device was employed for the procedure. There were no reported adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) # is k082590.

Manufacturer narrative:
Follow up # 1/supplemental report text-10/28/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.